Event description:
It was reported that this patient underwent a surgical procedure during which this artificial urinary sphincter (aus) was explanted for unspecified reasons after approximately 10 years. All components of the aus were removed and replaced with a new system. No patient complications were reported. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.